Manufacturer narrative:
The device was recieved. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. The customer contact reported that the tubing set was primed without difficulty and was loaded into an unspecified gemstar pump and was being used to deliver an unspecified concentration of fentanyl 100ml, at a rate of 6ml/hr. After an unspecified length of time, the pt reported to the nurse that the painless treatment was not working. It was reported that the nurse checked and found that the solution in the tubing set did not drip down and that the solution flowed back. Reportedly, the pump alarmed for an empty container. No specific details were provided. The tubing set was replaced and the therapy was resumed. It was reported that the pt experienced an unspecified increase in pain; however, there were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing of the device at the hospira service center, no flow and back flow of solution were noted. No add'l info was provided.